Manufacturer narrative:
Attempts to follow up with patient to gain additional information were unsuccessful. Voice mails were left and a letter was sent but no response was received. Insufficient information is available to adequately investigate the reported product problems or their relation to the reported adverse event.

Event description:
Communication received from device distributor states, "the patient stated they were straight tip catheters with barely any lubricant; unable to use what he received from his last order; received bladder infection from catheters." No injuries or medical intervention were reported.